Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 2 devices were received for evaluation. 3 devices were not available to stryker for evaluation. No further evaluation was possible. Evaluation status: 2 events suggests the blades broke as a result of contact with a metal object. Additional information: 5 devices were labelled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction event in which the device broke during a surgical procedure. One event occurred during a total knee arthroplasty procedure. Four events occurred during total hip procedures. There was patient involvement. There was no patient impact.